Manufacturer narrative:
The insulin pump was received with critical pump error open book due to moisture damage noted the electronics assembly, motor and vibrator motor. Unable to perform displacement, rewind, seating and basic occlusion testing due to moisture damage on the electronics assembly. The insulin pump had severely scratched lcd window, cracked keypad overlay at the select button, scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of critical pump error from the insulin pump. The customer stated that the case and display window was worn and damaged. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.